Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. No unexpected pump error 3 alarm or missing segments/partial display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received pump error alarm. Blood glucose was 153 mg/dl. Customer also reported that they were able to clear the alarm but not able to rewind the insulin pump. Customer also reported that button was pressed too long and after remove battery insulin pump went blank and red button was flashing. But customer was able to clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.